Event description:
The account alleged the head section casters will lock in brake but the foot section casters will not lock.

Manufacturer narrative:
The account replaced the foot section casters to correct the issue.